Manufacturer narrative:
Final analysis found that the insulation was abraded at 24.5 cm - 25.1 cm from the connector pin, due to friction with another device. The outer coil was exposed in the same area. The abrasion could have caused the reported noise problem.

Event description:
It was reported that during a routine generator changeout the atrial lead was explanted due to a history of noise problem.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.